Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose was 188 mg/dl. During troubleshooting with technical support, another cartridge was successfully loaded and customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.